Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Customer stated they were hospitalized because they was two points away from diabetic ketoacidosis. Customer stated there was something different about infusion sets. The insulin pump will not be returned for analysis.